Manufacturer narrative:
Product analysis : analysis of product ID 1845020 of serial # (B)(4) and lot # 209836903 found that bearing was broken and it was not possible to insert a burr. There was no pre repair test possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handle gets scalding hot and its does not grab the drill in the locking. There was no user / patient impact and there was no surgical delay. On follow-up it was reported that the drill became hot during use. Drill getting warmer and warmer and drill could no longer be held.